Manufacturer narrative:
Initial reporter is a syntehs employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported intraoperatively a cable burst. Initially it was tensioned up to 30 kg, but the cable was not tensioned enough and there were a few millimeters loose. While turning the cable tensioner up to 40kg, the cable burst. This was not implanted in the patient and did not harm the patient or delay the surgical procedure. This report is for a cable tensioner. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to resolve surgical which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on cercl-cable w/crimp ø1 sst. Broken cable in question is produced in a dock to stock style format. Upon investigation of receiving inspection of this batch it was found that breakload requirement of 250.7 lbf was recorded at an approx average of 273 lbf. The dimensional inspection was not performed since dimensions are not relevant to complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the cercl-cable w/crimp ø1 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part #: 298.800.01. Lot #: p320730. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 10 jan 2019. Expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 1.0mm cable with crimp 750mm.